Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspicious of rupture and contracture".

Event description:
Patient reported for left side "dislocation and folds in the protheses", "feeling a lot of pain because of the folds and compression of the prosthesis on muscles and nerves", "recall", and "persistent pain and strong in the left breast with suspicion of rupture and contracture" confirmed by ultrasound. Healthcare professional confirmed a capsular contracture baker grade iii. The device has been explanted.